Event description:
--

Manufacturer narrative:
Another follow-up appointment was scheduled to further evaluate the system. This report will be updated once additional information becomes available.

Manufacturer narrative:
A revision procedure was performed to verify proper connections. During the revision, out of range impedances were measured on the lead proximal shocking coil. No connection issues were noted. The device shocking vector was reprogrammed to single coil, using only the distal coil. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device had recorded shock impedance measurements greater than 125 ohms. During a follow-up appointment, no noise could be produced with patient maneuvers, and shock impedance measurements were in the normal range. No adverse patient effects were reported.